Event description:
It was reported that a user received a ¿sensor in use by another device¿ message when attempting to scan a freestyle libre 3 plus sensor with the ilet, and was advised to remove the phone app linkage, delete the freestyle app, and start a new sensor through the ilet app. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed a sensor pairing conflict consistent with use by another device, which resolved through reconfiguration and initiation of a new sensor on the ilet app. It was concluded, based on similar reports, that the cause was user device configuration conflict unrelated to ilet hardware malfunction.